Manufacturer narrative:
We followed up with the customer, and they indicated that their issue with the display was resolved by replacing the video splitter.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). The (B)(4) switch was returned to nihon kohden, evaluated, and the reported issue was confirmed. The switch will be returned to the vendor.